Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, physical damage to the lcd screen was observed by the technician. The device's lcd screen was replaced to address the issue.